Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pace impedance measurement resulting in a lead safety switch to unipolar sensing. Device data was sent to the rhythmcare team for review. Data review determined the ra lead also exhibited undersensing. Rhythmcare provided troubleshooting options and recommended an x-ray to evaluate lead placement. This lead remains in service. No adverse patient effects were reported.